Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the battery was taken out of the pump and it was alarming. The customer's blood glucose was 45 mg/dl and they treated with food. The caller said that the customer had been experiencing a low blood glucose since (B)(6) 2017. The customer said that the drive support cap appeared normal and that the last set change was (B)(6) 2017. They said that the insulin pump programming was inaccurate. They were advised to correct programming. The customer's husband mentioned that the customer had been hospitalized but that it was not pump-related. During troubleshooting, it was found that the time had not been programmed correctly. It was explained that could mean that the customer was receiving the pm basal rates as opposed to the am basal rates which could greatly affect her blood glucose. Troubleshooting was offered to review basal rates and other troubleshooting and the customer declined. The insulin pump will not be returned for analysis.